Manufacturer narrative:
An event regarding alleged infection involving an unknown implant insert was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant device history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that a stage 1 revision was performed on the patient's left knee due to infection. A size 4 baseplate, 4x11 cr. Insert, and size 3 femoral component were revised to an antibiotic spacer. Rep confirmed that no further information will be available.